Manufacturer narrative:
This is one of four products involved with the reported adverse events and are associated manufacturer report numbers 3003742446-2011-00334, 3003742446-2014-00013, 3003742446-2014-00014 & 3003742446-2014-00015. Complaint conclusion: as reported by the cypress study, the patient had a moderate non-q-wave myocardial infarction (mi) approximately 39 months post implantation of three non-study cypher stents in the right coronary artery (rca). Elevated cardiac enzymes were noted. The event was medically managed and resolved without sequelae; catheterization with no intervention. The event did not require revascularization. As the grafts were patent, no further intervention is required. The event was deemed unrelated to the index procedure, cypher stent, and study drug. There was recurrent ischemic symptoms lasting 10 minutes or more. There was no recurrent ischemic pain x 20 minutes, unrelieved by ntg. There was no st elevation, depression, or bundle branch block (bbb). There was no evidence of stent thrombosis. There was 100% restenosis in the distal rca 2.75 x 33mm cypher stent. The patient had 100% ostial left anterior descending (lad) artery restenosis. The restenosis in the ostial lad was within 5mm of the cypher stent implanted in the proximal lad at the time of the index procedure. The patient is currently in stable condition. Two days prior to the study index procedure, the patient had been admitted with a stemi mi due to total occlusion of the rca, which was treated with the three cypher rx stents (2.75 x 33mm, 3.50 x 33mm, & 3.00 x 23mm). At the time of the index procedure, the patient had a 2.50x28mm cypher stent implanted in the proximal lad. The target lesion was de-novo, length 20mm, and had a rate of 90% stenosis. There were no complications and the patient was discharged three days later. Approximately two weeks later, the patient had a planned staged procedure and had three cypher stents implanted in the proximal to distal circumflex. There were no complications and the patient was discharged 2 days later. The stents in the circumflex are patent at this time. The (B)(6) male patient has a medical history consisting of angina, family history of coronary artery disease, acute coronary syndrome, unstable angina pectoris, myocardial infarction 4-3-2010 stemi, symptom onset less than 14 days prior to enrollment, history of smoking (within 30 days), asthma, and on 8/9/2010 CABG surgery with grafting of the lima to the lad and rima to the cx. The complaint device was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A myocardial infarction (mi) results when a coronary vessel becomes completely obstructed and blocks the vessel from supplying blood to the heart muscle, causing the heart muscle to die. A q-wave myocardial infarction is characterized by a development of abnormal q waves on an ECG. A non-q-wave myocardial infarction is characterized by a lack of development of abnormal q waves and by the appearance of reversible st-t-wave changes with st depression. An mi is a known potential adverse event related to having a coronary stent implanted. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially a side branch, causing an mi. Review of the information provided suggests that the progression of the patients¿ coronary artery disease (extensive medical history) contributed to the reported events. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective actions will be taken.

Manufacturer narrative:
This is one of four products involved with the reported adverse events and are associated manufacturer report numbers 3003742446-2011-00334, 3003742446-2014-00013, 3003742446-2014-00014 & 3003742446-2014-00015. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. Concomitant medications: integrilin and angiomax were given during the procedure. Pre and post-procedure medications included aspirin, prasugrel, lopressor, vasotec, zocor, and an unknown hormone replacement for hypothyroidism. Post-procedure medications included thienopyridine, kdur, furosemide, lisinopril, coreg, ranexa, lipitor, and plavix.

Event description:
As reported by the (B)(4) study, the patient had a moderate non-q-wave myocardial infarction (mi) approximately 39 months post implantation of three non-study cypher stents in the right coronary artery (rca). Elevated cardiac enzymes were noted. The event was medically managed and resolved without sequelae; catheterization with no intervention. The event did not require revascularization. As the grafts were patent, no further intervention is required. The event was deemed unrelated to the index procedure, cypher stent, and study drug. There was recurrent ischemic symptoms lasting 10 minutes or more. There was no recurrent ischemic pain x 20 minutes, unrelieved by ntg. There was no st elevation, depression, or bundle branch block (bbb). There was no evidence of stent thrombosis. There was 100% restenosis in the distal rca 2.75 x 33mm cypher stent stent. The patient had 100% ostial left anterior descending (lad) artery restenosis. The restenosis in the ostial lad was within 5mm of the cypher stent implanted in the proximal lad at the time of the index procedure. The patient is currently in stable condition. Two days prior to the study index procedure, the patient had been admitted with a stemi mi due to total occlusion of the rca, which was treated with the three cypher rx stents (2.75 x 33mm, 3.50 x 33mm, & 3.00 x 23mm). At the time of the index procedure, the patient had a 2.50x28mm cypher stent implanted in the proximal lad. The target lesion was de-novo, length 20mm, and had a rate of 90% stenosis. There were no complications and the patient was discharged three days later. Approximately two weeks later, the patient had a planned staged procedure and had three cypher stents implanted in the proximal to distal circumflex. There were no complications and the patient was discharged 2 days later. The stents in the circumflex are patent at this time.

Manufacturer narrative:
This is one of four products involved with the reported adverse events and are associated manufacturer report numbers 3003742446-2011-00334, 3003742446-2014-00013, 3003742446-2014-00014 & 3003742446-2014-00015. Correction: please note the event date was inadvertently reported as (B)(6) 2010. Additional information is pending and will be submitted within 30 days upon receipt.